Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer stated that the display of the infusion device was defective. The serial number of the infusion device was not provided. No adverse event was reported. The alleged product was requested to be returned for product evaluation.